Event description:
It was reported that the patient underwent a shoulder surgery on (B)(6) 2013 and was implanted with zimmer (B)(6) products which are: as inverse/re/reverse humeral cup (standard), as inverse humeral pe-inlay 36-0, inverse/reverse screw system, 4.5-30 and zimmer (B)(4) products (stem, trabecular metal basel plate and the glenosphere). On (B)(6) 2014, it was made aware that there was a disassembling between the trabecular metal base plate and the glenosphere. An x-ray picture was provided to confirm the movement. On (B)(6) 2014, the patient underwent revision surgery due to disassembling between the trabecular metal base plate and the glenosphereto, and removed the two screw system (4.5-18 and 4.5-30) and both were replaced with inverse/reverse screw system 4.5-30. Also the as inverse/reverse humeral pe-inlay and the as inverse/re/reverse humeral cup, were replaced. Nb: the (B)(4) products is being reported by zimmer (B)(4) with reference number (B)(4).

Manufacturer narrative:
Although x-ray pictures were received for review, the manufacturer did not receive the devices nor surgical reports for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, once more substantial information is received or the devices are received and investigated, and updated report will be submitted. Zimmer ref number (B)(4).